Event description:
Healthcare professional reported "exposed implant". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "exposed implant". Healthcare professional later reported "wound dehiscense¿ and ¿is the event associated with any other diagnosis? Breast cancer". This record is for the right side. The device was explanted.